Event description:
It was reported that during a pump replacement due to the elective replacement indicator (eri) catheter aspiration difficulties were experienced as no ¿liquor¿ was possible. The physician gave a saline bolus which went through but there was more resistance than normal. Afterwards, aspiration was still not possible. A dye study ¿was during surgery not possible¿ and no x-ray. A magnetic resonance imaging (MRI) scan was performed after surgery to view the catheter tip. A 3-4 millimeter (mm) granuloma was found at the catheter tip. The cause of the issue was unknown but the issue was reported as resolved. No patient symptoms were reported and at the time of the report the patient's status was reported as alive-no injury. There was inquiry as to how to proceed and the catheter remained implanted and in-service. Additional information was requested to clarify resolution and the patient¿s current status. It was further provided that the patient still has effective therapy. This device system delivered lioresal at 500 ug/ml. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# unknown, product type: catheter. (B)(4).